Event description:
It was reported that the customer was hospitalized with high blood glucose of 31.99mmol/l. The customer was not diagnosed yet with the reason for entering the hospital at the time. It was stated that the customer had several no delivery alarms, but the customer did not have the insulin pump at the time of call and troubleshooting could not be performed to determine the cause of the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.